Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation showed that the internal battery had a critically low charge, however, battery testing found no issues with the battery. It was determined that the charging issue was due to a depleted battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was not charging. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral battery. The reported complaint of a power issue was confirmed. The investigation determined that the battery fault was due to an isolated component failure within the battery assembly. The device was not in use when the fault occurred, therefore, there was no patient involvement. Resmed reference #: (B)(4).